Event description:
As reported to coloplast though not verified, patient experienced urethral obstruction and malfunctioning mesh. An explant procedure and cystoscopy with urethral dilatation under general anesthesia were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.